Event description:
Voluntary medwatch received states that the right ventricle (rv) lead exhibited noise over sensing, jumpy pacing impedances that were within normal limits and increase in pacing thresholds. No intervention or procedure was reported. The rv lead remained implanted. No adverse patient effects were reported.